Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient experienced inappropriate therapy due to t-wave oversensing. The patient was asymptomatic and will be monitored with follow up for reprogramming of the device.